Manufacturer narrative:
A review of the provided image was performed. The image shows a monopolar hook with a grey fragment next to it. It is unclear from this image if the fragment is from the instrument or from something foreign.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment around the joint area of the permanent cautery hook (pch) instrument became loose. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fragment from a da vinci instrument fell inside the patient during a surgical procedure. The instrument was inspected prior to use, and no damage was noted. The fragment fell while the surgeon was performing tissue dissection, approximately 1.5 hours into the procedure. The surgeon did not notice any issues with the instrument's functionality, and there was no collision with other instruments. The fragment was retrieved using atraumatic laparoscopic forceps, and it was confirmed that only one fragment was involved. No additional surgical procedure was required, and the procedure was completed robotically without any injury to the patient. The patient has not returned to the hospital for post-surgical complications.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation.